Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
New (B)(6) record created in order to update (B)(6) (legacy system) complaint number (B)(4). Reason for original complaint - clinical report/der: patient revised for pain and osteolysis. Update 01/31/2013 - medical records were received. Records indicate the patient had a lesser trochanteric fracture. The stem and sleeve were added to the complaint and the complaint re-opened. Update 02/12/2013 - x-rays were received. Update rec'd 07/18/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from lysis, pseudotumor, reactive and wear type granulation tissue. There is no new additional information that would affect the outcome of the investigation. Update rec'd 10/21/2014 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain , osteolysis, fracture of the lesser trochanter, pseudotumor, and corrosion on the trunnion and head. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 11/17/2014. Update 02/23/2016 medical records received. Medical records reviewed for MDR reportability. Medical records reported patient with left leg longer than right, cup vertical and CT scan reportedly showed osteolysis and avulsion fracture of lesser trochanter with mild anterior displacement. Revision surgical report noted a pseudotumor and black burnishing of stem and taper but no metallosis. Even though the stem was noted to be vertical, it was not revised related to the patient's physical size and weight as the surgeon reported he did not believe it could be any better positioned than it was. Stem was reported twice in error when previous review stated stem and sleeve were being reported. Duplicate stem will be changed to an unknown sleeve. The complaint was updated on: mar 11, 2016 on 04/21/2016: investigational medical review indicated the cup was at 60 degrees anteversion, but wasn't revised. The cup is being added to the complaint and the part/lot was discovered for the sleeve. This complaint was updated on: 04/22/2016.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges pseudotumor, bone fracture, abductor muscle repair, metal wear, and metallosis.